Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got a keypad anomaly. The blood glucose level was unknown. The customer stated that keypad is harder to press and not responding like how it use to. Troubleshooting was not performed. The product will not return for analysis.